Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during da vinci-assisted right pulmonary lobectomy procedure, intraoperative bleeding occurred, necessitating a conversion to open surgery and the involvement of a cardiovascular surgeon. Details regarding the intraoperative complication, including the specific tissue or vessel injured, could not be provided. However, the cause of the bleeding was attributed to an unspecified third-party laparoscopic stapler instrument. According to the surgeon, neither the da vinci system, instruments, nor accessories caused or contributed to the event. Specific information on how hemostasis was achieved was not provided; however, percutaneous cardiopulmonary support (pcps) was not required. The patient tolerated the conversion, but whether the patient experienced any postoperative complications or the current condition of the patient remains unknown.